Manufacturer narrative:
Nb : out-of-time reporting due to complaint processing error. Explantation is due to a suspicion of intolerance. The patient had intense and long-lasting fatigue immediately after implantation. We suggested to the practitioner to send him test titanium disc. So that he can carry out allergen test with the patient. (B)(4).

Event description:
Implant perfectly tolerated and already osseointegrated but removed at the request of the patient's doctor and the patient because of intense and long-lasting fatigue, immediately after the implanting. The practitioner suspects intolerance.